Manufacturer narrative:
B3: correction was made to this field. The aware date was corrected from the previously submitted report. Continuation of d10: product ID: 8598a, lot#serial#: (B)(6), implanted: on (B)(6) 2014, product type: catheter, product ID: 85 96sc, lot#serial#: (B)(6), implanted: on (B)(6) 2014, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID: 8598a. Serial# (B)(6). Implanted: (B)(6) 2014. Product type: catheter. Product ID: 8 596sc. Serial# (B)(6). Implanted: (B)(6) 2014. Product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider indicated that the issue was first noted to have occurred on (B)(6) 2013 and then again in (B)(6) 2017. It was reported that the leak was surgically repaired during which the distal tubing was removed. It was noted that the pump was alarming in (B)(6) 2020 the hcp refused to remove the pump but it was turned off.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8 596sc, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 09-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient receiving dilaudid (unknown dose and concentration) via an implantable pump for spinal pain. It was reported that in 2015, the patient was overdosed when their pump was "still implanted but the catheter was disconnected". The patient reported the spent 5 days in the intensive care unit (ICU) to the point of "almost needing to be on a ventilator". The patient stated they were "brought back 3 times with narcan". The patient stated that after the overdose, the hcp put morphine in the pump.